Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No occluded anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer also reported that they had high blood glucose with reading of 369 mg/dl and around 400 mg/dl. The customer stated that they treated both high blood glucose events with manual injection. Troubleshooting was performed and found resistance during plunger push. The insulin pump was returned for analysis.